Event description:
Sales rep (B) (4) reported that the olive got stuck down in the screw during operation.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.